Event description:
A malfunction alarm was reported, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level, as the issue did not cause levels to exceed 500 mg/dl. The customer was provided with pump reset information and successfully reset the pump with assistance from technical support. The malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues arose again.